Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6)); sigpshell, sig power sigpshell control shell, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a gastrectomy, after transecting the stomach over the lower part of esophagus, the device made a little swerving movement when opening the loading unit and retracting the knife. The device articulated sideways and made a spinning movement. The stapler was returned to the sterile nurse, then suddenly, there was excessive bleeding in a small vessel of the aorta or vein cava. The surgeon did compression over the bleeding until the vascular surgeon stopped the bleeding by suturing. The patient had a heart flutter followed by a heart attack. The patient died.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: b7 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there were uncontrolled articulation and rotation. The reported issues were not confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.